Event description:
It was reported the patient had not charged her ipg for over a year. The patient's ipg was replaced with a new one.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation codes, results - the complaint was confirmed. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.